Event description:
New information on (B)(6) 2018 stated that the device was explanted and replaced on (B)(6) 2018.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited battery performance alert and battery voltage dropped significantly more than anticipated. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery.